Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that an urgent phone call was received on 16mar10144 at 1740 that the patient was found down, blue, and unresponsive with the driveline disconnected. The patient's family was able to reconnect the driveline and the patient began to regain color but remained unresponsive when emergency medical services (ems) arrived. They were transported to the hospital where they were intubated and transferred to another hospital. The patient remained intubated and sedated but was able to intermittently follow commands when sedation was decreased. Log files were submitted to confirm the length of time the pump was off and assess any other ongoing concerns. It was noted that the patient suffers from severe dementia and disconnected their driveline for an unknown reason. It was also noted that the patient had a known short to shied with a driveline repair. The log file confirmed a speed drop below the low-speed limit and a pump stop on (B)(6) 2024 between 16:03:47 and 16:09:20. The pump was off for 5 minutes and 33 seconds. There were no other unusual events recorded in the log file event history. The results from the echocardiogram (echo) were submitted later. The echo showed that the left ventricle was a normal size, and the visually estimated ejection fraction was 40-45%. The right ventricle was moderately dilated, and its function was severely reduced. The right ventricular systolic pressure was normal. Due to the patient being ventilated, right atrial pressures could not be estimated using the inferior vena cava. There was a trace mitral regurgitation, mild tricuspid regurgitation, and moderate aortic regurgitation. As expected with a left ventricular assist device, the aortic valve did not open on any beat. Compared to the last study, the right ventricular function was worse, and the aortic regurgitation was about the same. The patient reportedly suffered from cardiac arrest. Complications of the arrest was primarily worsened right ventricular function with other organs unaffected. This initially caused some difficulty to maintain the mean arterial pressure (maps) which was later much improved. The patient also had some hypervolemia with new oxygen requirement that recovered with IV diuretics. Additional treatment was provided with digoxin at the prior to admission (pta) dose and slow up titration of metoprolol if tolerated given worsened right ventricular function. Before the left ventricular assist device (lvad) was implanted, the patient had the tricuspid and mitral valve regurgitations, mild right heart failure, and no aortic regurgitation, the patient was reportedly discharged to their prior living situation with family with continued outpatient support and monitoring.

Manufacturer narrative:
Section d1, brand name: corrected section d4: catalog number, lot number, and primary UDI number: corrected manufacturer's investigation conclusion: the reported event of a driveline disconnect was confirmed. The heartmate ii system controller (serial number: pcx-21220) was not returned for analysis; however, a log file was submitted for review. A review of the submitted log files showed 240 events spanning approximately 15 days (03mar2024 ¿ 18mar2024 per timestamp). The driveline was disconnected on 16mar2024 from 16:03:47 ¿ 16:09:20. The driveline was reconnected, and the pump was able to restart as intended. There were no other notable alarms active in the logfile. Pump operation was not affected, and the device appeared to function as intended. The root cause of the reported event was conclusively determined to be caused by user error. The device history records were reviewed for the system controller (serial number: pcx-21220) and was found to pass all manufacturing and qa specifications before being shipped to the customer. The heartmate ii patient handbook ( section 2 ¿how your heart pump works¿) instructs users that backup battery power should only be used when in a power loss emergency. Inappropriate use of the backup battery¿s power may result in diminished run time during a power loss emergency. This section also instructs users that two new fully charged 14-volt batteries are expected to operate the system for approximately 10-12 hours, depending on your activity level. This section also instructs users to regularly ensure that their driveline is connected and secured within the system controller, and to reconnect it immediately in the case that it becomes disconnected. Users are warned that the pump will stop running when the driveline is disconnected. Heartmate ii instructions for use section 2 entitled ¿system operations¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including power cable disconnect alarm conditions, and the actions to take if the alarms cannot be resolved. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.